Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on october 5, 2022, prior to an unknown procedure and the procedure was completed with a similar device. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation, the reported issue could not be reproduced, and the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.